Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy drug-eluting stent was selected for use. However, after difficulty in removing the stent from the protective casing, it was noted that the stent struts were raised.